Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, the vapr premiere device 50 code 228504, lot number u2002012 control hand presents failure, coagulation does not respond and very weak ablation. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual analysis of the returned device, determined that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues and the tip shows signs of activation. To test its functionality, the device was connected to a vapr vue generator and was set to maximum power for ablation and coagulate test and it did work satisfactorily for both modes. A manufacturing record evaluation was performed for the finished device lot number: u2002012, and no non-conformances were identified. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed to the incorrect connection of the equipment. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in chile that during a knee arthroscopy procedure on (B)(6) 2021, it was observed that the coagulation functionality on the vapr p50 w/ hand controls device did not work even at maximum power. Another like device was used to complete the procedure with a 10 minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.